Manufacturer narrative:
The microsensor ventricular catheter kit was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported the sterile package of a microsensor ventricular catheter kit (ID 826653) was broken. Product was not used in the patient. The procedure was completed with a replacement product available. No patient injury/consequences and the event did not led to surgical delay.